Manufacturer narrative:
(B)(4). The device was returned and evaluated. The event history log review found an alarm, system error (se) 1026, which indicated the reported problem. The se 1026 corresponded to a positive t tank low, which occurred when the pressure in the tank that sealed the door and supplied air to the fluid delivery tank, was below the minimum allowed limit. Therefore, the door might not have been sealed. The reported issue was confirmed and the cause was determined to be a pneumatic leakage inside the device?s pneumatic subsystem. A faulty membrane gasket was responsible for this issue and the part was replaced to correct the issue. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported by the home patient (hp) that the homechoice (hc) had a negative pressure (pneumatic issue). As a result, the hc was changed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.